Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, leading into high out of range. Subsequently a defibrillation threshold (dft) test was performed and the rv lead was explanted and replaced. A calcification of the coil was suspected as the cause of the out of range measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, leading into high out of range measurements. Subsequently a defibrillation threshold (dft) test was performed, and the rv lead was explanted and replaced. A calcification of the coil was suspected as the cause of the out of range measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the lead returned in two segments. Based upon the clinical observations and the laboratory findings, we believe that the found damage were likely explant damage. Then testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the high shock impedances.